Event description:
It was reported that the user experienced absent glucose readings on the ilet while concurrent dexcom g7 app readings were present, and the issue resolved after verification and reentry of the g7 pairing code with a bluetooth toggle. No adverse clinical symptoms reported. Outcomes included no injury and restoration of glucose data display on the ilet. User support included customer support troubleshooting focused on connectivity and pairing verification. Investigation of this case revealed that the device was functioning after reestablishing the g7 pairing, indicating a communication or pairing disruption between the cgm and the ilet that was corrected through user-guided steps. It was concluded, based on previously established findings for similar reports, that the cause was user-level pairing configuration or transient communication disruption.